Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that bleeding was observed on the patients pocket during a wound check. Adhesive strips and pressure dressing were applied to the wound while anticoagulants were put on hold. Two days later, the patient went to the ER due to surgical would bleeding. Dressing was applied again. After discontinuation of anticoagulants, the bleeding had stopped. Device remains implanted.